Event description:
It was reported that this spinal cord stimulation (scs) device was replaced due to lead migration. Separately, the lead was identified as damaged, displaying visible knick marks. This damage resulted in inadequate stimulation, as the therapy did not sufficiently target the required areas, causing the patient to experience pain. Additionally, the patient presented high impedances, which were not linked to any symptoms. The patient underwent a lead revision procedure wherein the lead was explanted and replaced. Post operatively, the patient was doing well. The lead was disposed by the hospital and will not be returned for analysis.

Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event